Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow a lead safety switch was triggered on the right atrial lead. All pacing impedances appeared within normal range except slightly higher values june 2014, which was the suspected time out an out of range measurement may have occurred. Some inappropriate anti tachycardia response mode switches were noted due to myopotential oversensing as a result of the device being in unipolar configuration. Technical services discussed evaluation the lead when programming to bipolar configuration. The system was evaluated in the bipolar configuration and showed normal pacing impedances, normal pacing thresholds, and no noise/artifacts on the right atrial lead. The system remains implanted and programmed to bipolar configuration. No adverse patient effects were reported.